Manufacturer narrative:
This report is filed july 10, 2014.

Manufacturer narrative:
Correction: the investigation narrative has been corrected and the new analysis report is attached to this follow up report.this report is filed july 28, 2014.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a performance decrement with device use; however, the issue could not be resolve.the device was explanted (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.